Event description:
It was reported that a patient diagnosed with obstructive sleep apnea (osa), post respiratory failure and morbidly obese had a passy-muir valve. The manager of the respiratory therapy department at the hospital stated that the passy-muir valve was covered with the end of a glove finger in an attempt to occlude the one-way valve. The stated logic was to use it as a cap for the tracheostomy tube. The modified passy-muir valve was in place for approximately 12 hours. The patient suffered respiratory arrest secondary to a mucous plug. This incident was not a result of a defective product. It was a result of incorrect use. No other information is available from the hospital at this time.

Manufacturer narrative:
No product problem reported. Based on the information reported by the user facility in this case, there was no device malfunction on the part of the passy-muir speaking valve. The adverse event occurred due to user error. As the manufacturer of the passy-muir valve, we take special care to package every valve with a comprehensive clinical instruction booklet, patient handbook, and caution labels. Our product is not intended to be altered prior to use as had occurred in this case by the user facility.